Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the patient¿s blood glucose on an unknown date was 22.6 mmol/l with extreme thirst and excess urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. A cartridge compartment crack was reported. This complaint is being reported because the reported health event was attributed to a device malfunction.

Manufacturer narrative:
The cartridge has been returned and evaluated by product analysis on 04/26/2017 with the following findings: evaluation revealed that the cartridge compartment is damaged near the threads. Returned cartridge cap is able to attach to the pump. The last basal delivery was on (B)(6) 2017. The black box shows eaw174 -basal edit not saved was recorded on (B)(6) 2017 at 11:44 indicates the user attempted to edit the basal rate but did not select save. Multiple replace cartridge alarms were recorded and deliveries resumed were recorded. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. The display screen has a pinkish contrast. Base crack observed between case seal and keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.